Event description:
A report was received that the patient will undergo an explant due to ipg site redness, swelling and pain. The physician suspects infection.

Event description:
A report was received that the patient will undergo an explant due to ipg site redness, swelling and pain. The physician suspects infection.

Event description:
A report was received that the patient will undergo an explant due to ipg site redness, swelling and pain. The physician suspects infection.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of this device were reported. The ipg exhibits normal device characteristics. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a pocket revision procedure. The old ipg was replaced with a new one and new extensions were added. The patient was given intravenous antibiotics. The patient was reportedly doing well after the procedure.